Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4), there was difficulty retrieving the angioguard filter into the capture sheath due to the inability to close the filter basket. Debris was noted in the filter basket after it had been retrieved, although the physician feels that no debris escaped into the vasculature. The patient left the angiography suite without neurological deficit, and was discharged two days after the procedure. At the time of the index procedure, angiography revealed 90% stenosis in the left internal carotid artery. The lesion was 15mm in length, eccentric and severely calcified. The vessel had severe tortuosity with arch type iii. The patient was asymptomatic at the time of the procedure. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated followed by implantation of an 8.0 x 30mm precise pro rx stent. The device was stored and handled according to the instructions for use and appeared normal prior to use. There had been no difficulty in tracking to or crossing the lesion with the device. There was no interaction between the filter basket proximal markerband and the distal end of other devices, and the basket expanded fully with good wall apposition. Initially there was difficulty in capturing the filter basket into the capture sheath because the filter basket could not be collapsed, but the angioguard was successfully removed with no debris escaping from the basket and it was reported that there were no adverse events as a result of the retrieval difficulty. (B)(4). Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427633. This packaging lot contained (B)(4), which were shipped from lake region medical on november 22, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Event description:
As reported via the (B)(4), there was difficulty retrieving the angioguard into the capture sheath due to the inability to close the filter basket. At the time of the index procedure, angiography revealed 90% stenosis in the proximal left internal carotid artery. The lesion was 15mm in length, eccentric and severely calcified. The vessel had severe tortuosity with arch type iii. The patient was asymptomatic at the time of the procedure. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion. There was difficulty in retrieving the angioguard, and debris was noted in the filter basket after it was retrieved. The device was stored and handled according to the instructions for use and appeared normal prior to use. There had been no difficulty in tracking to or crossing the lesion with the device. There was no interaction between the filter basket proximal markerband and the distal end of other devices, and the basked expanded fully with good wall apposition. Initially there was difficulty in capturing the filter basket into the capture sheath because the filter basket could not be collapsed, but the angioguard was successfully removed with no debris escaping from the basket and it was reported that there were no adverse events as a result of the retrieval difficulty. The patient left the angiography suite without neurological deficit, and was discharged two days after the procedure.